Event description:
It was reported that the surgeon inserted a 17.5 se/3.5 diopter aa4203tl toric silicone single piece lens but the trailing haptic tore as the lens was being pushed through the injector. The lens was inserted and the incision was enlarged to remove the lens. Another same type lens was implanted. The reporter stated the cause of the haptic tear was due to the injector. The patient's current condition is good.

Manufacturer narrative:
.